Manufacturer narrative:
510 (k) number: k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-19 device of lot number c1457416 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Root cause: three attempts have been made to obtain additional information but no information received to date. From the information received the issue is believed to be needle kinked distally. However there is a possibility that the bend could have occurred as a result of mis-handling during device removal from the packaging. Document review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The review of relevant information, confirms the failure mode of needle kinked/bent has occurred. IFU review: the notes section of the instructions for use, ifu0101-0, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure of puncture, the catheter bended in its end, preventing the externalization of the needle, precluding its use after several maneuvers.